Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an incorrect dosage. The device is overdelivering. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a bubbled dso seal along with a broken and scratched display lens. A visual inspection and delivery and occlusion tests were performed as part of the functional test. The flow rate was high and the reported issue was duplicated. The expulsor was sanded and replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.